Event description:
Related manufacturer report number: 2017865-2023-42738. It was reported that the patient presented for revision of the right ventricular (rv) lead due high capture threshold. During the procedure the right atrial (ra) lead was observed to have little slack. The physician attempted to add slack to the ra lead, however the lead dislodged. Both the ra and rv lead were explanted and replaced. The patient was stable prior, during and after the procedure.